Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a 53-year-old male patient with cardiomyopathy was electively implanted with an impella 5.5 for mechanical circulatory support. The complainant reported the associated automated impella controller had a brief controller error, in which the placement signal and left ventricle disappeared briefly and then came back. The alarm resolved. The patient survived the event.

Manufacturer narrative:
This console was received for investigation and the root cause of the controller error and loss of placement signal is due to an optical bench fw communication protocol anomaly, resulting in the misalignment of data communication packets received tested. The following have been reported incorrectly or missing from manufacturer device report 1220648-2024-13138: should have been left blank. Reporting contact fax number missing.